Event description:
It is reported that the resolute integrity drug eluting stent frayed during delivery.

Manufacturer narrative:
Evaluation: results: unknown-root cause is undetermined, limited information. Inherent risk of procedure -failure to deliver the stent and stent deformation. Conclusion: unknown-root cause is undetermined, limited information. (B)(4).